Manufacturer narrative:
(B)(4). The device is currently in the process of returning to baxter facility. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a failure code of 812:02. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module master software version of this device is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of colleague infusion pump with failure code 812:02 was not confirmed because the device was not available for evaluation. The assignable root cause is unknown and no repair was done to fix the reported condition. A service history review revealed that this device has not been serviced for the reported condition prior to this event. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Should additional information be received, a follow-up medwatch will be submitted.